Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the 4k l aparoscopy of the video system center was not working and had scope communication e226 error, white image and white screen was appearing with noise (no image). The issue occurred during inspection for use. There were no reports of patient harm.